Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the lifestream products that are cleared in the us. The 510 k number and pro code for the lifestream products are identified in common name & product code and PMA/510(k). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable vascular covered stent catheter was allegedly unable to load through the 6fr introducer sheath. Therefore, the introducer sheath was upsized to a 7fr sheath; however, during the sheath upsizing process access to both renal fenestrations were lost resulting in one kidney loss and not sealing an aneurysm.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified in section has not been cleared in the us, but is similar to the lifetream products that are cleared in the us. The 510k number and pro code for the lifestream products are identified. (Expiry date: 04/2020).

Event description:
It was reported that the balloon expandable vascular covered stent catheter was allegedly unable to load through the 6fr introducer sheath. Therefore, the introducer sheath was upsized to a 7fr sheath; however, during the sheath upsizing process access to both renal fenestrations were lost resulting in one kidney loss and not sealing an aneurysm.